Event description:
A nitrospray regular plus 16 oz. Cryosurgery unit was filled by the dr's assistant. The unit had been filled to the top with liquid nitrogen that morning and had been sitting for 3 hours. The user was in the process of unscrewing the cap so the user could pour some liquid nitrogen into a cup for a procedure when the cap popped off. Liquid nitrogen escaped out of the canister in a stream and landed on their forearm/wrist area. This incident resulted in the operator receiving a burn. The user said it did not blister and the dr in the office looked at the burned area but did not need to treat it. He prescribed tylenol 3 when the incident happend and checked the burn daily. He later changed the prescription from tylenol 3 to bayer 500 mg.